Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the spinalpak caused pain in the surgical area. The patient has been using the device but wants to stop now. The doctor advised to stop because of the increased pain. The patient wanted to know if zimvie wanted the unit back. Cer advised the rep that the unit be returned if doctor stated she needs to discontinue treatment. The customer service representative spoke to the patient and advised the patient to conduct a time-test to see if that helps with pain before returning the unit. No additional patient consequences have been reported. The spak was not returned for further evaluation.

Event description:
It was reported that the spinalpak caused the patient pain in the surgical area. She has been using the device but wants to stop now. The doctor advised stopping because of the increased pain. The patient wanted to know if zimvie wanted the unit back. The patient later reported that she will conduct a timed test to see if that helps. The patient wants to try this before a return label will be sent. No further consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Concomitant medical products : unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental 3500a will be submitted.